Event description:
An endeavor sprint rx drug eluting stent was implanted in the circumflex artery. The pt suffered a myocardial infraction one day post stent implant (the pt had a dissection prox to the stent in lcx after the procedure). The investigator has indicated the event was related to the target vessel and possibly related to the study device and procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: (mi), (dissection).

Manufacturer narrative:
(B)(4).

Event description:
Re-ptca (emergent) was performed to treat the dissection two bare metal stents (bms) were implanted the procedure was successful. The investigator indicated that the reported event was possibly related to the study stent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 25 months post index procedure ((B)(6) 2013) the patient died from cardiopulmonary arrest. Investigator has assessed that the death was possibly related to the study device.

Event description:
The previously reported re-ptca was performed using 2 non-medtronic stents to treat the om vessel. The investigator indicated that the previously reported mi was probably related to the study device.